Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, mildly tortuous left anterior descending artery. The 3.0x28mm rx everlink stent delivery system (sds) failed to cross the lesion due to the anatomy and the proximal shaft separated. The sds was simply withdrawn. A new same size unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.